Event description:
Reporter states he has an inspire implant to battle his severe sleep apnea issues. About six months ago, he had an event where he felt an electrical shock and had pain afterwards. Also, the settings on this device seem to change overnight without his input. He believes a wire for the device could be loose.